Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. After a guide wire cross the lesion, a 6.0 x 20 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first dilation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and was replaced with a different device. The procedure was completed after stent placement. No patient complications were reported and the patient's condition was stable.